Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks in the vacuum circuit or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that renasys touch detected ¿blockage¿ warning when applied the soft port from small foam kit. Dr. Changed a new canister, massaged the soft port, and issue still couldn¿t resolved. Wound site was inspected, and there was no blockage sign found. Despite there was a backup soft port, customer decided to change back to normal dressing. There was no any patient harm or injury reported.